Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record review was conducted; no anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates seven additional complaints for this reported issue were associated with the components of the reported lot. Three opened trocar cannula/hub assemblies were returned for evaluation. The returned samples were visually inspected and all were found to be visually conforming. The sample evaluation was not able to confirm the nonconformance; however, due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar cannulas leaked during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.